Event description:
The reporter contacted animas on (B)(6) 2015 alleging an loss of prime issue. The reporter stated that the patient had a blood glucose (bg) of 500-600mg/dl with abdominal pain, no hunger, hyperactive, nausea and moderate ketones. The patient self treated with insulin via pump and insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.